Manufacturer narrative:
Device is available for evaluation and an evaluation has been completed. This supplemental report is being submitted to provide this information. Field service engineer (fse) went on site to evaluate the issue of the broken grey connector. The grey connector broken and in need of replacement. Fse replaced connector and tested functions. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. Equipment passed the electrical safety test.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it is likely that the user applied stress to the connector toward loosening direction, and the stress was accumulated. Or, the connector may have been hit by something hard. This issue is addressed in the instructions for use (IFU): "chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents." Additionally, based on the results of the investigation the precleaning of scope after the procedure was insufficient, dirt accumulated because water filter was not replaced regularly, and rinsing process was performed with contaminated water. This made the users feel the scope slimy. It was likely endoquick that leaked from the equipment, and the users felt that the scope was slimy because they took out the scope from the equipment after touching it. This issue is addressed in the instructions for use (IFU): "user qualifications: 7.2 replacing the water filter (maj-824)." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer had called the technical assistance center (tac). Tac specialist advised the customer that the device will need to be repaired before being used again and that any scopes that were reprocessed with the device when the grey connector was broken will need to be reprocessed again. The device is not yet available for evaluation; as such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device not yet available for evaluation.

Event description:
As reported for this event by the customer, the grey connector of the device was broken. The day before, in the middle of a wash cycle chemical spilled out of the washer. This was cleaned up and rest of the chemical drained. The chemical and disinfectant was loaded in the device again. The scope that was reprocessed came out slimy, as if rinsing was not successful. The broken grey connector was discovered when the customer was intending to reprocess the scope again. There is no patient involvement.